Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of circulation water from the upper part of the heat exchanger was observed. No adverse patient effects were reported by the customer. It was reported that no further information will be available.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in uses condition, decontaminated, without its original packaging and inside plastic bag. The device was visually inspected at a distance of 12 to 16 under normal conditions of illumination. No visual defect was detected. The device was introduced to water for functional testing in which a leak was observed confirming the complaint. A root cause was due to lack of adhesive between tube end of the female luer assembly. A device history record (DHR) review showed no issues or nonconformance's during the manufacturing of the reported lot number. Awareness of the complaint was made to production personnel and to explain the importance of adhering to production procedures.